Event description:
The pt was hospitalized for elevated blood glucose levels and dka in 2007; the pt was released and re-admitted for elevated blood glucose levels the following month.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged force sensor, but demonstrated that insulin delivery was operating within required specifications and delivery accuracy. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.